Event description:
Report received from the USA stating that the device has exposed wires. The device was not being used during surgery. It is known no injury or medical intervention occurred. No additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).